Event description:
Caller reported cgm error 42 related to the g7 sensor. There was no adverse impact to the customer's blood glucose level. Cts provided assistance with a complete pump reset, guiding the caller through the process, which resolved the issue, allowing the caller to successfully start their sensor session.